Event description:
It was reported to medtronic minimed that the customer experienced a lot of battery fails and insert battery alarms despite changing 3 brand new batteries after initially alerted to change a new battery, however, it would no longer turn on, when asked to check the metal piece of the battery cap, one missing black dot, when asked to check for any trace of cracks in the pump, noticed a crack at the back of the battery compartment from the bottom edge of the left clip rail running to the bottom then swerves to the top where the battery went in, battery cap damaged and blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Damage was on metal contacts. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit powered up normally after battery installation. Unit successfully downloaded to thump. No battery anomalies noted. Unit passed sleep current measurement test, active current measurement test, self test. Unit was successfully downloaded using thus. No relevant alarms were noted in pump download history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Verified consecutive pump error 53 alarms (file number 620 line number 3965) in the pump history download on 07/06/2024 21:07:48.000 triggered system_sw_error due to null pointer. The unit also was received with: battery cap contact damaged, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, keypad overlay texture damage, missing display window/cover, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay in summary, unit showed critical pump error (open book image) which was triggered system_sw_error due to null pointer. The cosmetic damage was confirmed when cracked case on battery tubes was observed. No battery power anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.